Manufacturer narrative:
Device remains implanted. No eval is possible. If the device becomes available, add'l info will be reported on a supplemental report.

Event description:
On (B)(6) 2011, the pt underwent surgery with the t2 recon nail(recon mode). On (B)(6) 2012, when the surgeon confirmed x-ray, the nail was broken in the distal screw hole. The surgeon is monitoring for the pt now.